Event description:
It was reported that no more water came out of the disposal connection, but the pump was still turning. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Unit looks to be in good condition, tank cover is cracked. Functional testing was performed. The customer's reported problem was duplicated. The root cause was due to a defective pump that did not allow water circulation. Pump was replaced. All testing passed after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.